Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a metal flake or the tip broke during surgery; however, it was retrieved from the patient.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: friction due to cutter assembly and housing assembly interaction, poor suction, excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), reused shaver blade, components do not fit properly, shaver blade deflects easily forcing the housing assembly to contact the cutter assembly, inadequate design stackup, spring with spring constant too high, improper cleaning process, settings used above the recommended limits, incorrect rfid tag. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a metal flake or the tip broke during surgery; however, it was retrieved from the patient.